Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempts to acquire info required from this form were made by gore.

Event description:
On (B)(6) 2009, the pt was treated with a gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. It was reported that on (B)(6) 2011, images were taken and showed a proximal type I endoleak. On (B)(6) 2011, a reintervention was performed. A gore aortic extender component was used to correct the type I endoleak. Endoleak was resolved. Pt tolerated procedure.